Event description:
It was reported while rolling a patient on the cot, the left side of the cot rolled over an uneven surface causing the left side wheels to become lower than the right side wheels and the cot allegedly tipped as a result. The medics reported the patient hit their head but did not complain of pain and no visible injury was reported. There were no reports of injury to the crew members either and the transport was able to be completed. At this time, the serial number of the cot involved has not been provided.

Event description:
It was reported while rolling a patient on the cot, the left side of the cot rolled over an uneven surface causing the left side wheels to become lower than the right side wheels and the cot allegedly tipped as a result. The medics reported the patient hit their head but did not complain of pain and no visible injury was reported. There were no reports of injury to the crew members either and the transport was able to be completed.

Manufacturer narrative:
An authorized field technician was dispatched to the complainant's location to evaluate the subject cot. Upon arrival for the evaluation it was noted the cot had not been removed from service and was actively being used. A visual and functional evaluation was conducted and no malfunctions or damage from the reported incident were observed. The cot was operating according to specification and was returned to service. No additional information pertaining to the incident details or the alleged patient injury have been provided. Sufficient instructions are provided in the IFU for rolling the cot with a patient aboard as well as cautions for navigating uneven terrain.